Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had intermittent no delivery alarms on the insulin pump. They had changed the infusion set without changing the tubing. The customer stated they woke up to the issue with a high blood glucose level of 510 mg/dl. Troubleshooting was performed. They performed a 5.0 unit fixed prime and insulin exited without incident. They removed the infusion set and it was found that the cannula was bent. The device will not be returned for analysis.